Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette with green flow stop for a large volume 5fu infusion, the pump will give an upstream occlusion alarm. Per reporter, the pump was used to prime and they don't see any bubbles when starting the pump. It was reported at the start of the infusion, when it alarms, there are small amount of bubbles at or near the green flow stop. No adverse patient effects were reported. Per reporter no additional information is available at this time.